Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient was scheduled for a revision and/or explantation on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced pain at the implantable neurostimulator (ins) pocket site. It was stated by the patient that "it felt like somebody had their thumb on it inside of me and tried to push it out." It was added that the patient thought "it hurt worse when it's on." It was noted that the patient had an x-ray of the lead placement. The x-ray showed quad leads in the area of the original implant over t8. The x-ray also showed the "lead pulled down from tip in t7 now mid t8, but still fairly midline." It was added that numerous combinations of programs were tried. It was stated that the only positive combination was felt in the entire front of the lower left extremity. One other combination was felt only in the right hip and left knee. It was noted that "everything else was in either side of ribs, concentrated around the generator, or in the left back to the abdomen." It was noted that the patient stated none of these combinations were pleasant. It was stated that the patient has less than 50% therapy relief. It was noted that the patient's status was alive with no injury. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional follow up information reported that the patient was seen at the clinic on (B)(6) 2013 for a dressing change where a small amount of blood on the gauze was noted. The patient did not voice any concerns at the visit and appeared to be in good spirits. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot# v778997, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot# v763710, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
Further follow up information received confirmed that the patient¿s implantable neurostimulator (ins), leads (x3), and extensions were explanted on (B)(6) 2013. It was noted that the leads ¿were all cut¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly but reduced battery capacity due to an overdischarge. (B)(4).